Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via a company representative "inflammatory liquid, fibroglandular tissue, irregularity of contour of the inferior and external apparent rupture". Later physician reported "fibrosis distributed in the upper quadrants". This record is for the left side. Device remains implanted.